Event description:
On 2/15: customer reports, approximately a (B)(6) male, undergoing a cardiac cath procedure when the injector malfunction occurred. Customer reports the injector system was not connected to the pt during this event. No reported injury. The table mounted illumena injector had been loaded with a contrast filled syringe, which was capped, in preparation of he procedure. The injector was sitting with the powerhead pointed up. Staff had programmed an injection protocol of 12ml/sec for a volume of 36ml, 0.5 rise and 450 psi. The injection protocol had been entered and enabled from the control room console. All injections are started by the staff with an injector hardswitch. While pt was being prepared for an lv gram, it was noted that injector "injected on its own". Because the syringe was capped, the contrast fluid flowed down the side of the pressure sleeve onto the injector powerhead. The procedure was completed without incident.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation of medwatch 3500a supplemental report will be submitted.